Event description:
Complainant alleged that during the sales representative's training of the facility's staff in the operation of the device, the unit failed to discharge the energy. The complainant indicated that there was no pt involvement in the reported malfunction.